Manufacturer narrative:
The calibration was acceptable. The alarm trace showed an "abnormal aspiration (sample pipette)" alarm. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number is 88004701 with an expiration date of 31-aug-2026. The glucose reagent lot number is 860069 with an expiration date of 31-aug-2026. The field service representative found that there was overflow in the cell rinse tubing, caused by damaged vacuum rinse tubing. He found that the probes were bent and misaligned, and the vacuum was dripping in both nozzles. He replaced the affected tubing and the probes. He performed adjustments to resolve the drip issue, flushed valves, and drained the vacuum tank. He performed tests and checks with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 2 patient samples on a cobas c 503 analytical unit. The affected assays are glucose hk gen.3 and calcium gen.2. Patient 1: the initial calcium result was 4.97 mg/dl, and the repeated result was 7.1 mg/dl (on another module). The repeated result of 7.1 mg/dl was believed to be correct. The sample was repeated on the same module as the initial result, and the result matched the patient's clinical history. The numerical result was not provided. Patient 2: the initial calcium result was 7.2 mg/dl, and the repeated result was 9.4 mg/dl (on another module). The repeated result of 9.4 mg/dl was believed to be correct. The initial glucose result was 27 mg/dl, and the repeated result was 174 mg/dl (on another module). The repeated result of 174 mg/dl was believed to be correct. The sample was repeated on the same module as the initial results, and the results matched the patient's clinical history. The numerical results were not provided. The samples were repeated because the results did not match the patient's clinical histories, and the calcium results were flagged by delta checks in the customer's system.